Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. Reportedly, the customer placed the pump down in 85 degree weather. The customer's blood glucose (bg) level was 400 mg/dl and had delivered a manual injected to address bg level. During follow up with tandem technical support, the customer was able to clear the alarm.